Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had been experiencing left arm pain for the previous two weeks. An ultrasound revealed an occlusive thrombus deemed related to the implant of the right ventricular (rv), right atrial (ra) and left ventricular (lv) leads the month prior. The patient was prescribed anticoagulants and the thrombus reportedly resolved in approximately two months time. The leads remain in use. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.